Manufacturer narrative:
The agent reported "the tip of the 35mm drill bit for the empowr acetabulum broke off during drilling. Because of the location dr pastore chose to leave it rather cause more harm in trying to get the cup out and create larger bone loss..". This event occurred during treatment, near the patient. There was no risk or adverse event reported by the surgeon. There was a 20 minute delay in surgery, but the surgery was completed as intended. The device was inspected prior to use and found to be acceptable. The agent was present when this event occurred and was able to provide another suitable device. The reported device was not returned to surgical for evaluation. The product feedback form indicates the device was left in the patient. If at a later time the device is returned, an amendment will be opened. The revision level or lot number were not reported, therefore this instrument could not be linked to a specific device history record (DHR) or the actual date of manufacture could not be determined with confidence. Complaint database review showed no previous complaints that allege this same issue. There are no indications that the instrument has a design or material deficiency. Therefore, no containment of inventory is required. Event is associated with instrument usage, not a design or manufacturing issue. It is difficult to determine the root cause of this failure since the device was not returned; it is likely attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction, or issue.

Event description:
Complaint - surgeon was tightening the screw, and the head snapped off. The shaft of the screw remains in the patient and the head was discarded.